Event description:
It was reported that around the time of implant the impedance of the right ventricular (rv) lead had gone to a high level that indicated an open circuit. Lead impedance has been stable although slightly elevated since that time. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: sdr303b implantable pulse generator (ipg) (B)(6) 2005.